Event description:
It was reported that during a trial implant procedure, when the physician was inserting the introducer along the guide wire, he noticed that he felt a "bit of resistance" and noted on x-ray the wire appeared bent. Both the guide wire and introducer were removed and it was observed that the wire was bent, but then thrown away. It was retrieved and the wire was re-bent manually, so it was difficult to note where the original bend was located. No patient injuries were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Analysis results were not completed at the time of this report. A follow-up report will be sent when analysis is completed.